Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead exhibited inadequate capture and sensing anomaly. No other electrical anomalies were noted. The patient was asymptomatic. Upon interrogation the lead was found to be dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be followed.